Event description:
A pt was on a pcaii receiving morphine, and was reportedly overinfused. The pt passed away. The following info was asked, but was unknown by the biomed: syringe size, rate, vtbi, tubing product code and lot number, and exact time and date of event.